Event description:
We had an 8mm vectortas that sheared off during placement with an orthogonal driver with 30n at high rpm.

Manufacturer narrative:
It was alleged that the screw broke while being placed in the patient's jaw. The doctor was using a orthogonal at 30n at high speed rpm to place the screw. The device is not recommended to be used to place the vectortas screw. The broken portion of the screw was removed by the oral surgeon and the patient is doing fine.

Event description:
We had an 8mm vectortas that sheared off during placement with an orthogonal driver with 30n at high rpm.